Manufacturer narrative:
The device was discarded by the customer and was not returned for evaluation. The lot number was unknown. Pneumothorax is a known short-term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an enb procedure, the patient experienced a pneumothorax. The patient had a lung nodule located on the diaphragm and was consulted before the case on higher risk for pneumothorax complication due to location. The super dimension of the case was completed. A chest tube was inserted and the chest tube was removed later that afternoon, so the patient had a couple additional hours of recovery time. There was no issue with the device reported.